Manufacturer narrative:
The device was evaluated by the returns department which found that the on/off button is not working on the joystick.

Event description:
Dealer states the on/off button is working intermittently on the joystick .